Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later patient experienced vaginal discharge, pain, urinary tract infection, recurrent incontinence and mesh erosion. An excision and removal of the mesh, irrigation and drainage of vaginal abscess were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.